Manufacturer narrative:
Device evaluation is anticipated but not yet begun. Should the device become available for review, a follow up report will be submitted upon completion of investigation.

Event description:
The customer was driving her power chair when it allegedly stopped suddenly throwing her off. The customer sustained a fractured knee, elbow, and pelvis, and broke a tooth.